Event description:
The customer tested her blood glucose using her contour meter and received a reading of 429mg/dl.she re-tested using another meter and received a reading of 139mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.unable to obtain strips information as the customer does not have them anymore. Meter information was given.